Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. If additional information is obtained, a supplemental report will be submitted.

Event description:
The device was inspected prior to usage, the malfunction was identified during setup of the colonoscopy procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power switch regulator could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the power button of the evis exera iii xenon light source would not stay pressed in. The issue occurred during a diagnostic procedure. The device was inspected prior to use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the power switch regulator was faulty. Also, evaluation found the front panel was cracking below the scope socket area and the lamp was expired with more than 500 hours. This event is under investigation. A supplemental report will be submitted upon receiving additional information.